Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's wife reported via phone call that customer was hospitalized with unknown date due diabetic ketoacidosis. Customer was also experienced high blood glucose. The customer's blood glucose was 455 mg/dl. The customer was treated with insulin pump and insulin drip. Troubleshooting was not done for high blood glucose and under delivery. Based on customer report customer did not allege insulin pump was under delivering. The insulin pump will not be returned for analysis.